Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigators were unable to investigate keypad response; unable to power up pump. The keypad is intact. Removed keypad to inspect under contacts; contamination found under all keypad contacts. There was visible moisture/corrosion inside the battery compartment. Leak test fail due to battery compartment leak. Battery compartment crack on the side of battery compartment from the threads traveling down toward the case seal. Opened pump; evidence of moisture found internally on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.